Event description:
It was reported that the patient was experiencing ineffective therapy due to one lead having migrated. The issue was confirmed via x-ray. Reprogramming was unable to resolve the issue. As a result, the patient may undergo surgical intervention to address the issue. Product investigation was unable to determine which lead had the issue.

Manufacturer narrative:
Date of event is estimated. The allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: octrode lead, model: 3186ans, serial: (B)(6), UDI: (B)(4), batch: a000150592.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. During processing of this incident, attempts were made to obtain complete patient information. Further information was requested but not received.

Event description:
Additional information indicated surgical intervention was undertaken on (B)(6) 2025 wherein both leads were explanted due to migration and replaced to address the issue.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.